Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas after making a usual meal announcement followed by multiple smaller-than-meal announcements, which appeared to result in excessive insulin delivery and a blood glucose nadir of 60 mg/dl; the user treated with oral carbohydrates including root beer and glucose gummies, received device low glucose alerts, and was educated on insulin on board and gradual correction to avoid overcorrection. Symptoms included low blood glucose without reported loss of consciousness, dizziness, or other acute sequelae. Outcomes included self-management at home without medical intervention or assistance. Investigation included complaint intake review and user education on device use and insulin dynamics. Investigation of this case revealed hypoglycemia associated with user dosing behavior rather than a device malfunction, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.